Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed software error after inserting a new battery. He was able to clear the alarm by pressing the esc and act buttons. When the customer received the alarm, it prompted him to rewind but it just kept prompting him to rewind again in the same loop. Customer's blood glucose level was not reported. The insulin pump made a constant tone even after changing the time. The insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. While troubleshooting the insulin pump alarmed failed battery test. The insulin pump did not alarm failed battery test after troubleshooting. The insulin pump also alarmed watchdog set test failure. The customer also received motor error alarms. He was unable to access other screens due to failed battery test alarm. The device was not returned.